Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. We are unable to access the product condition to determine if any malfunction occurred that may have caused or contributed to the pt's hypoglycemia. The omnipod user's guide advises that "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem." The user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The omnipod user's guide provides thorough instructions on how to detect and treat hypoglycemia. Product lot qualification records were found to have met all acceptance criteria.

Event description:
Pt's blood glucose level ranged from 42 mg/dl to 45 mg/dl at about 5 am. She called an emt and was taken to the emergency room due to low blood glucose. Pt returned home the same day. The pod was discarded.